Event description:
At the ¿37th annual meeting of the japanese society of urological endoscopy and robotics preview¿, a presentation entitled ¿experience with cerebral gas embolism during robot-assisted surgery and countermeasures against carbon dioxide embolism¿ referenced the device, as-ifs1, airseal ifs, 110v, and reported ¿ a case in which gas embolism occurred in the brain following pulmonary embolism, and the treatment course was disappointing¿. No dates were provided for this case in which ¿a 77-year-old man was diagnosed with right renal cancer...¿, and ¿...rapn was performed retroperitoneally by blocking only the renal artery with a pneumoperitoneum pressure of 10 mmhg and resecting the tumor, but bleeding occurred from the resection surface, and the pneumoperitoneum pressure was increased to 5 mmhg and resection was continued. During the resection, etco2 decreased and a carbon dioxide plug was suspected, so we continued to lower the pneumoperitoneum pressure and suture the resected surface¿; ¿after the surgery, the patient awoke from general intoxication and returned to the hospital room, but after further examination, the patient was diagnosed with cerebral gas embolism due to his cloudy consciousness and common bias.¿ it was further noted that 2 deaths due to intraoperative cerebral gas embolization were reported, and only 1 case study was discussed. There is no indication of a device malfunction. This report is being raised due to the reported death due to cerebral gas embolism.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
Corrections: medical device problem code has been removed from as it had been entered on the initial MFR report in error; type of reportable event in section h.1 has been changed to "death", as "serious injury" had been entered on the initial MFR report in error. The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 19 reports, regarding 20 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
At the ¿37th annual meeting of the japanese society of urological endoscopy and robotics preview¿, a presentation entitled ¿experience with cerebral gas embolism during robot-assisted surgery and countermeasures against carbon dioxide embolism¿ referenced the device, as-ifs1, airseal ifs, 110v, and reported ¿...a case in which gas embolism occurred in the brain following pulmonary embolism, and the treatment course was disappointing¿. No dates were provided for this case in which ¿a 77-year-old man was diagnosed with right renal cancer...¿, and ¿...rapn was performed retroperitoneally by blocking only the renal artery with a pneumoperitoneum pressure of 10 mmhg and resecting the tumor, but bleeding occurred from the resection surface, and the pneumoperitoneum pressure was increased to 5 mmhg and resection was continued. During the resection, etco2 decreased and a carbon dioxide plug was suspected, so we continued to lower the pneumoperitoneum pressure and suture the resected surface...¿; ¿...after the surgery, the patient awoke from general intoxication and returned to the hospital room, but after further examination, the patient was diagnosed with cerebral gas embolism due to his cloudy consciousness and common bias.¿ it was further noted that 2 deaths due to intraoperative cerebral gas embolization were reported, and only 1 case study was discussed. There is no indication of a device malfunction. Gas embolism is a known complication of the procedure. This report is being raised due to the reported death due to cerebral gas embolism.